Event description:
Event description boston scientific received information that the rate/sense impedance measured through this transvenous defibrillation lead has steadily increased since implant. Impedance values remain within acceptable limits; however, a boston scientific technical services consultant recommended obtaining a chest x-ray (cxr) to verify placement and integrity of the lead.